Event description:
Omnipod failed to deliver insulin and caused diabetic ketoacidosis that lead to a heart attack. There were a myriad of tests related to diabetes and cardiovascular care including scans.